Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The hcp reported poor communication. The patient stated that the last time she really felt stimulation was when she met with the hcp regarding her stimulator. Patient reported the feeling dissipated over time and she has not felt stimulation in probably 6 to 7 months. Patient confirmed that she has not recently experienced a return of symptoms.